Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the se 2240 was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 that appeared on the home choice (hc) during a dwell cycle. The technical service representative (tsr) explained that a large amount of air had entered into the disposable set. The home patient (hp) was extremely confused regarding the error and the setup. The tsr had the hp cycle power to clear the error. The tsr then instructed the hp to contact the pd nurse. No injury or medical intervention was reported.